Event description:
Related manufacture reference number: 2017865-2022-11225; related manufacture reference number: 2017865-2022-11226. It was reported that the patient's atrial lead, right ventricular lead, and left ventricular lead exhibited low impedances. During procedure, it was noted that the reported leads were found fractured possibly due to clavicular crush and the physician failed to advance stylets into the leads due to the crush. The reported leads were explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture and low pacing lead impedance were confirmed while the reported event of failure to advance stylet into lead was inconclusive. As received, a complete lead was returned in three pieces for analysis. Final analysis found clavicle crush fracturing the outer coil and damaging insulation of the lead. The cause of the reported event of low pacing impedance was isolated to damage consistent with clavicular crush. No other anomalies were identified.